Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead had high capture thresholds and low impedance. An insulation anomaly was suspected. The lead was capped and replaced on (B)(6) 2022. There were no consequences to the patient.